Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Patient representative provided clinical notes from implanting surgeon which state: "right [side] rippling which disappears on lying down. No axillary lymphadenopathy. No abnormal mass to be felt. No clinic signs of seroma.g2-3 cap con with very slight ripple in uoq.". The device remains implanted.